Event description:
We have received information about a potential incident and would like to inform you about it. The device, which was in stand-by mode, ignited in the area of the ventilation opening. The device was in the patient's home but was not connected to the patient.

Event description:
We have received information about a potential incident and would like to inform you about it. At the moment we do not have exact information about this potential incident. We have tasked our technical support to gather further information about this potential incident. The investigation of the device will be initiated by our experts immediately. As soon as we can provide further information about the evaluation, we will inform you about a final report.